Event description:
It was reported that the patient was told their pump was ¿clogged.¿ it was also reported the pump had ¿failed;¿ however, no details were provided. The patient was currently in a lot of pain and the health care provider (hcp) was trying to treat him. The hcp wanted to know the patient¿s concentration and dose and believed that knowing that would ¿somehow help treat the patient if their pump was not working properly.¿ the device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The following previously reported information [it was reported that the catheter had dislodged and come out of the spine. It was indicated that this had occurred ¿probably less than two months ago¿. The pump was turned off in (B)(6) and the catheter had been removed in roughly (B)(6). At the time of the dislodgement, the pump was used to deliver clonidine and dilaudid] pertains to a different event. Any additional information received regarding the catheter migration and explant will now be reported under manufacturer report number (#3004209178-2014-02624).

Event description:
Additional information was received. It was reported that the catheter had dislodged and come out of the spine. It was indicated that this had occurred ¿probably less than two months ago¿. The pump was turned off in july and the catheter had been removed in roughly august. At the time of the dislodgement, the pump was used to deliver clonidine and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient experienced a return of symptoms ¿two months ago¿. A dye study was done but the health care provider (hcp) was unable to aspirate from the catheter so they reduced the dose and the patient had withdrawal-type symptoms ¿very quickly¿. The hcp then increased the dose again however the patient¿ hadn¿t gotten the same relief as before. The plan was to explore the system on (B)(6) 2013 to ensure the catheter was patent. It was noted the hcp usually liked to program a bolus during the procedure to visually see fluid dripping out of the catheter. It was later reported a catheter kink occurred in the proximal segment. The catheter was specifically kinked at the anchor. The hcp was able to visualize the kink and correct it. There was cerebrospinal fluid flow from the spinal segment and a bolus from the pump to confirm drug flow from the pump segment when the catheter was disconnected. The system was then reconnected. The patient had reportedly experienced increased pain in their back and legs along with intermittent withdrawal symptoms and intermittent pain control. It was reported the patient had a failed cds on (B)(6) 2013. The device system delivered dilaudid, bupivacaine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).